Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged/detached catheter. A damage was observed on the guidewire exit port assembly and in the imaging window assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in stent and tip detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous, mildly calcified, 48mm in length and 2.25mm to 3.5mm in diameter left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After a guidewire crossed the target lesion, the physician inserted the opticross¿ imaging catheter to view the lesion; however resistance was encountered. When the physician pushed the opticross¿ a little, the device became stuck in the strut of the previously implanted 3.0x8mm non-bsc stent in the left circumflex artery, where the strut portion of the 3.0x8mm non-bsc stent was protruding from the lad. The physician tried to pull the opticross¿ imaging catheter but the tip portion (imaging window and imaging core) of the catheter were detached. The detached tip together with the previously implanted 3.0x8mm non-bsc stent were removed using a snaring device. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in stent and tip detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous, mildly calcified, 48mm in length and 2.25mm to 3.5mm in diameter left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After a guidewire crossed the target lesion, the physician inserted the opticross¿ imaging catheter to view the lesion; however resistance was encountered. When the physician pushed the opticross¿ a little, the device became stuck in the strut of the previously implanted 3.0x8mm non-bsc stent in the left circumflex artery, where the strut portion of the 3.0x8mm non-bsc stent was protruding from the lad. The physician tried to pull the opticross¿ imaging catheter but the tip portion (imaging window and imaging core) of the catheter were detached. The detached tip together with the previously implanted 3.0x8mm non-bsc stent were removed using a snaring device. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.